Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to disable the ipg from MRI mode after a software upgrade. Reportedly, the ipg failed to establish communication with external devices. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The observation from the field ¿unable to disable MRI mode¿ in reference to the inability to disable MRI mode was confirmed. It was concluded the observation was due to the device having been previously placed in MRI mode and the patient¿s artemis application not opening correctly. The root cause is related to the artemis application/ios 15 incompatibility issue. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Notification has been added to h7 to reflect the type of remedial action.

Manufacturer narrative:
The observation from the field ¿unable to disable MRI mode¿ in reference to the inability to disable MRI mode was confirmed. It was concluded the observation was due to the device having been previously placed in MRI mode and the patient¿s artemis application not opening correctly. The root cause is related to the artemis application/ios 15 incompatibility issue. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
H9 - fsca number corrected.